Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following intraocular lens (iol) implant procedure, condensation in lens was observed. Additional information was requested.

Manufacturer narrative:
A photo was provided of a multi-piece lens in the eye. There appears to be liquid under/on the iol(intraocular lens). Unable to determine if this is ovd(ophthalmic viscosurgical device) or another substance. Asked for clarification of the event and what ovd was used. Associated products were not provided. It is unknown if qualified associated products were used. The root cause could not be determined. Based on review of the provided photo, there appears to be liquid under/on the iol. It cannot be determined from the photo if this is viscoelastic or another substances. Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4).